Manufacturer narrative:
This report is submitted on november 2, 2020.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration of the implant secondary to an infection that was treated with oral antibiotics.